Event description:
End user stated that medical attention was sought on (B)(6) 2019 around 8:30pm at home. The end user stated that he tested his blood glucose and received a result of 556mg/dl. He stated that he has not been testing regularly so he does not know what his normal results would be for that time of day. He stated that he was prompted to go to the hospital by family due to getting the high result even though he wasn't experiencing any symptoms. He did not call paramedics he went to the hospital on his own. Upon arriving at the hospital, his blood glucose was checked, and they received a result of 269mg/dl. He did not receive any treatment for his blood sugar. He was at (B)(6) hospital located at (B)(6) for an hour and a half. He was told to follow up with his primary dr and nothing else was done at the hospital. No additional information was provided.